Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
The patient's legal guardian (lg) reported the patient's blood glucose (bg) rose over 250 mg/dl, while wearing the pod between 36 and 48 hours. The lg reported finding the cannula dislodged from the infusion site (arm). As treatment, they resorted to administering multiple daily injections of short acting insulin. The pod was discarded.